Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 54 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: sun y-x, gao j, jiang c-y, xue y-m, xu y-z, liu g, guo j-h, sheng x, ye y, he h, zhao y-t, barajas-martinez h, fu g-s and hu d. ¿t wave safety margin during the process of ICD implantation as a novel predictor of t wave oversensing.¿ front. Physiol. 2017: 8:659. Doi: 10.3389/fphys.2017.00659. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The article indicated that there was t-wave oversensing (twos) noted during ex vivo testing. There was also one patient who had twos during the follow up period. The status/location of the device/lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.